Event description:
It was reported that the video system center had won't start up and showed error e116. The issue was found during inspection for use of the device. There was no patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d9, h2, h3, h6, h11. The device was returned to olympus for inspection, and the reported failure was not confirmed. A root cause could not be identified. Based on the results of the investigation, no problem detected either it was not confirmed that there was a problem with the device should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.